Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge position: not returned; firing knob position: back/partial, partially back; hook latch position: open/closed, closed; instrument halves: joined/separate, joined and knife condition: good. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion; based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and it fired and formed all the staples ad designed across the staple line. There were no difficulties noted with the firing knob. The reported incident could not br recreated. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a gastrectomy procedure. It was reported by the affiliate that on the second firing, the firing knob stopped during the firing process. There was no pt consequence.